Event description:
It was reported that during a scheduled filter retrieval, a CT scan demonstrated that one of the filter legs was outside of the cava wall. It was also observed that the filter was slightly tilted; however, the tilt, was not greater than 15 degrees. The filter was successfully removed from the pt with a recovery cone. Upon filter removal, it was observed that approx 50% of one of the filter legs had detached from the filter. Neither a CT nor a venagram were able to locate the detached limb in the vena cava or the lungs. The filter had an indwell time of 954 days and had been implanted due to trauma. The pt was asymptomatic. There was no pt injury reported.

Manufacturer narrative:
Device history records could not be reviewed as the lot number was unk. The explanted filter was returned, and the evaluation is currently underway.